Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 270 mg/dl. Customer¿s current blood glucose level was reported as 270 mg/dl. The customer was assisted with troubleshooting. Customer was admitted into hospital for high blood glucose. Customer decline information regarding hospitalization. The insulin pump will not be returned for analysis.